Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing was observed on the patient's atrial lead. Diagnostic imaging revealed that the lead had become dislodged. The lead was capped and a new lead was implanted. There were no adverse consequences for the patient.